Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/28/2016 with the following findings: the display was blank. The pump was opened up and no damages were found to the display connector or the display flex cable. The display latch was secure. A test display worked properly; therefore, a failed display flex was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.